Event description:
Caller reports patient's stimulation is turning off sporadically, asked and unknown when it started. Caller reports when he is looking at the stimulation usage, therapy unavailable on (B)(6) caller reports when he looks at the recharging metric: recharge coupling: good avg eding: 90% avg recharge time: 54 minutes avg recharge interval: 1 days. Caller reports there were no charging sessions on (B)(6) recharging sessions shows: 9/27: green coupling from 80% to 100% for 11 minutes 9/26: 57 minutes to 80% charged 9/23: 30% to 80% charged. Reviewed patient charging diary suggest patient charge when ins is at 50% reviewed recharging usage calculations.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of the stimulation turning off by itself was due to a low battery that was not being charged as often as it should be. They reported after they charged the implantable neurostimulator (ins) more often they resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.